Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had over delivery. It was reported that the insulin pump was giving a small number of insulin when it was not supposed to be giving any at all. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will continue to use the device.